Event description:
The customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. They were provided with a replacement ups to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory device and was not due to the malfunction / deficiency of an nk device. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. G8. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device were used in conjunction with the cns: bsm: model #: ni. Serial #: ni. (This is the device that experienced the failure.) Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. They will be provided with a replacement ups to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following devices were being used in conjunction with the cns: ups: no model or serial number was provided. (This is the device that experienced the failure.)

Event description:
The customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. No patient harm was reported.